Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of 65mm abdominal aortic aneurysm.  It was reported that an endoleak type 1a was observed at final angio  during the index procedure. An angiogram was carried out one week post the index procedure when it was noted that the endoleak type ia was still present. It was  stated that an intervention was carried out on the same date and a 32 aortic cuff (B)(4)   was implanted. The left renal was snorkeled so the physician could land the cuff at the higher right renal. The endoleak has resolved. Per the physician, the cause of the event was anatomy related.  It was noted that the patient was 6 foot 8 inches tall and over (B)(4) lbs. This made it impossible to achieve the necessary paralax correction to ensure proper placement of the main body during the index procedure. As a result, the graft was placed lower that the surgeon desired resulting in endoleak. It was decided to schedule the patient for further intervention in the ir suite where a more suitable table would help with accuracy.  No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
H.6 evaluation conclusion code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.